Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and highly calcified artery. A 10 mmx2.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 2 atmospheres and the rupture was noted at the distal part of the balloon. The device was removed by using normal method without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition post procedure.